Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient came in to have a routine tracheostomy trach tube changed. Upon patient arrival and inspection, the patient commented on how a piece of the trach tube broke off. This was not interfering with the ability to vocalize or breathe, but the patient did notice the patient had to be more careful when showering/bathing as it leaked slightly more compared to a fully intact trach tube. The patient lives alone at home but believes the piece broke off while the patient was tightening the inner cannula onto the trach tube and was unsure where the piece that broke off went or exactly when it occurred.

Manufacturer narrative:
Additional information: b5, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the head on the product was broken. It was reported that the product was chipped. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: during and after attachment of respiratory or anesthesia tubing and/or connectors to the inner cannula, avoid application of excessive rotational, linear, or rocking forces on the tubing and/ or connectors to prevent accidental disconnection of the inner cannula, or damage to the tracheostomy tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient came in to have a routine tracheostomy trach tube changed. Upon patient arrival and inspection, the patient commented on how a piece of the trach tube broke off. The outer cannula was cracked at the opening making it difficult for inner cannula to fit securely. The inner cannula was a little loose due to a crack. This was not interfering with the ability to vocalize or breath but the patient did notice the patient had to be more careful when showering/bathing as it leaked slightly more compared to a fully intact trach tube. The inner cannula was cleaned and removed as needed on top of trach care if secretions plugged in inner cannula was an issue and then it was reinserted. The patient lives alone at home but believes the piece broke off while the patient was tightening the inner cannula onto the trach tube and was unsure where the piece that broke off went or exactly when it occurred.